Event description:
Patient experienced a diabetic ketoacidosis (dka) event after prolonged hyperglycemia. Prior to the event, the controller issued a "low pod insulin" alert, which was silenced by the patient and not addressed. Subsequently, the patient developed severe symptoms including vomiting and being unconscious, leading to emergency medical intervention. The patient was hospitalized and remained inpatient for six days, discharged to rehabilitation. Diagnosis was dka. Treatment included intravenous insulin infusion, IV fluids, bloodwork, and magnetic resonance imaging. Review of device's notification history indicates the pod may have been depleted of insulin and the patient was using manual mode due to non-compatible continuous glucose monitor sensor.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: unspecified *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.